Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side infection with pus. It was noted the patient presented with wound breakdown. The device status is unknown.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported unknown side "presenting with infection , pus (didn¿t specify where) , no fever or redness. Takeback/washout scheduled for tomorrow." Patient presented with wound breakdown , pus , no cellulitis , no redness or no fever". Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported left side ¿draining fluid¿ and ¿fluid everywhere.¿ device has been explanted and replaced.